Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation, no issues were found on the needle mechanism that would result in the cannula failing to deploy as intended. Inspection of the cannula assembly found that fluid could pass through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Although no problem was found with the needle mechanism, we cannot determine when the device deployed, and the reported event could not be determined. It was also observed that the pod's bottom and middle batteries were partially depleted. As a result, the pod could not communicate with the master pdm unless connected to an external power supply.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports while wearing the pod for 12 hours his blood glucose level reached greater than 400 mg/dl. He did not feel the needle insertion and that the cannula got stuck on the adhesive pad. The patient was able to applied a new pod after the incident.